Manufacturer narrative:
The device was returned to the factory for evaluation. The device showed no signs of clinical usage and slight evidence of blood. The slide lock was engaged. The plunger was not depressed on the delivery device. The seal and tension spring assembly were not returned. The following measurements were taken; the inner delivery tube, the outer delivery tube diameter and the length of the delivery tube. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint was confirmed for "failure to load". The confirmed failure mode has been investigated in the CAPA system. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the medical staff did not know how to unlock the hs iii proximal seal, and it was unable to be pushed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).